Event description:
Notification was received from the registry indicating that a coronary artery dissection occurred during the index procedure. Per the report received, a type a dissection in the first diagonal occurred after the first inflation. Clarification of this event has been requested, however, add'l info has not been forthcoming. The event was reported as unrelated to the cordis devices.

Manufacturer narrative:
The pt was randomized for three-vessel disease. A staged procedure was not planned. The indication for the index procedure was an anterior acute myocardial infarction >72h pre-procedure. The first target lesion was at the proximal lad. The vessel was a native coronary artery. Reference vessel diameter was 3.0mm and lesion length was 20mm. Pre-procedure diameter stenosis was 80% and post procedure was zero percent. The lesion was denovo and a bifurcation requiring double guide wire. Lesion classification was type b2. A 6f-guiding catheter was also used. Predilatation was performed using a 2.5x15mm balloon at 6 atms. A cypher was deployed at 12atms. Due to the bifurcation and under expansion of the stent post dilatation was performed using a 3.0x15mm balloon at 12 atms. Ivus was used. The second target lesion was at the first diagonal branch. The vessel was a native coronary artery. The vessel was a native coronary artery. Reference vessel diameter was 2.5mm and lesion length was 33mm. Pre-procedure diameter stenosis was 90% and post procedure was zero percent. The lesion was denovo and a bifurcation requiring double guide wire. Lesion classification was type b2. A 6f-guiding catheter was also used. Predilatation was performed using a 2.5x15mm balloon at 12 atms. Another device was deployed at 10 atms. Due to the bifurcation and under expansion of the stent post dilatation was performed using a 2.5x15mm balloon at 12 atms. Ivus was used. The pt was discharged on 300mg aspirin, 75mg clopidogrel, statins, ace-inhibitors, and beta-blockers. This is one of two products being reported for the same event. Please reference mfg reports #: 9616099-2008-01336 and 9616099-2008-01337. Please note: device is distributed outside the united states. However, it is similar to the united stated product. Any add'l info will be submitted within 30 days of receipt.